Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture and silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "rupture, can¿t rule out that gel hasn¿t leaked out of the capsule, uncomfortable, feels crinkly, cannot lay on their side, burning shooting pain, can hold the implant under arm,¿ and ¿burning.¿ the device remains implanted.